Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was pre-dilated with a semi compliant balloon. After a 2.50 x 38mm promus elite drug eluting stent was fully deployed, an edge dissection in the proximal part of the stent was noted. Another promus elite 2.75*12 and deployed to cover the dissection, proximally and overlapping the precious stent to complete the procedure. There were no other patient complications reported and the patient status was stable.